Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 28-mar-2021 / serial#:(B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-sep-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high thresholds and inte rmittent loss of capture after the delivery system (ds) tether was cut. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.